Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75x10mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at unknown atm. No patient complications were reported and the patient's status was good.